Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 150 mg/dl, and the bg meter was reading 50 mg/dl. The patient was wearing a tandem insulin pump. The patient was feeling dizzy, sweaty, and could barely see. Therefore, the patient went to the emergency room (ER). At the ER, the patient¿s cgm was reading 158 mg/dl, and the bg meter was reading 42 mg/dl. She was treated with a ¿high dose of glucose¿ (route not specified) and soda. Her sensor was also replaced. The patient was discharged home after three days. The patient was ¿feeling fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. At the ER, the patients glucose were checked and it was found to fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.